Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays and operative notes, was requested in order to progress with this investigation, however, this information was not available and thus there was only very limited information for the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was confirmed that patient details were unknown and that the explanted devices were discarded by the hospital and thus could not be provided for this investigation. Based on the information provided, no further investigation can be conducted and thus corin now considers this case closed. However, should any additional information become available then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts / trinity revision of the stem, head, liner, cup and screws after approximately 1 year and 6 months due to the patient dislocating anteriorly.

Manufacturer narrative:
(B)(4). Additional information, including post primary and pre revision x-rays and operative notes have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. It has been confirmed that the explanted devices were discarded following the revision surgery and thus will not be available to return for examination. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts / trinity revision after approximately 1 year and 6 months due to the patient dislocation anteriorly.